Manufacturer narrative:
Based on the available information provided by the implanting surgeon and a consulting cardiologist, we are unable to determine if use of the neurx dps caused or contributed to this event. An attempt to detect any cardiac rhythm disturbance in a controlled setting was not successful in inducing sustained arrhythmias. The consulting chief medical officer of the company ((B)(6) md) has reviewed the information available and has advised that in his opinion: "either his [the patient's] cardiac changes from the pe [pulmonary embolism] had improved with less pulmonary hypertension and cardiac workload or there had never been any interaction from dp to the event of the arrhythmia, which is the more likely explanation. This patient had become a higher risk of arrhythmias because of the cardiopulmonary effects of the massive pe. When a change like this occurs, the patient has developed a new heart problem and should be evaluated at highest dp settings such as is done during the initial surgical implantation." We conclude that either the neurx dps did not cause or contribute to the event or, if the device did contribute to the event initially, the underlying cardiac conditions that created a predisposition to induced arrhythmias resolved enough during the period between the event and the controlled evaluation that the patient was no longer susceptible to interference by the time the controlled evaluation was performed. Therefore, we can identify no corrective or preventive actions beyond the warnings, precautions, and instructions already provided to clinicians and patients.

Event description:
On (B)(6) 2011, the patient experienced arrhythmia and cardiac arrest and received resuscitation measures. The patient has subsequently recovered. Due to the potential for cardiac interaction in a patient with heart problems, this event has been investigated. A report from the notifying physician, dr. (B)(6) is attached.